Event description:
It was reported the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the right atrial lead exhibited a failure to capture, undersensing, and a decrease in the r-wave amplitude. The lead was not used and replaced. The patient was stable throughout.

Event description:
It was reported the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the right atrial lead exhibited a failure to capture, undersensing, and a decrease in the p-wave amplitude. The lead was not used and replaced. The patient was stable throughout.

Manufacturer narrative:
Correction: section b5- corrected as p wave instead of r wave. The reported event of failure to capture, decrease in the p-wave amplitude and under sensing were not confirmed. The final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.